Event description:
It was reported that during procedure when the physician was deploying the subject stent, mid segment was not opening. While forward pushing of the subject flow diverter stent, it was dislodged from the bumpers & was unable to recapture and the subject device got stuck inside the microcatheter. As per physician the subject stent got stuck inside the microcatheter while deploying. The procedure was completed successfully by replacing the subject device. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
D9 product available to stryker ¿ updated. D9 returned to manufacturer on ¿updated. H3 device evaluated by mfg ¿updated. F10 / h6 clinical signs code grid - health effect - clinical code - updated. F10 / h6 health impact code grid - health effect - impact code - updated. H6 investigation conclusions - conclusion code grid - updated. Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. During visual/microscopic inspection, the stent delivery wire (sdw) was returned inside the introducer sheath, but the stent was not attached as the surpass evolve stent was returned having been prematurely deployed inside the microcatheter. The sdw was removed from the introducer sheath and dried blood was present towards the proximal end with traces present around the resheath pad and proximal marker bands. The sdw was kinked/bent approximately 4 cm from the distal end. The introducer sheath was inspected, and no anomaly was noted. The stent fully opened when it was removed from the microcatheter. The stent braid wires were slightly bent/kinked along its length, and the braid wires were pulled and frayed at both ends. Stent difficult/unable to pull stent back into sheath functional test could not be performed as the stent was already deployed in the microcatheter. The reported complaint was confirmed based on analysis. The device failed to meet specification when received for complaint investigation based on the analyzed anomalies noted to the device. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. It was reported that ¿as per physician, when he was deploying stent, mid segment was not opening tried various technique to deploy but unable to open while forward pushing of fd was dislodged from the bumpers & unable to recapture the device so device got stuck inside the microcatheter¿. Additional information provided by the customer did not indicate issues noted during unpacking or set up of the device, and the device was prepared as per dfu instructions. Continuous flush was set up and maintained throughout the clinical procedure. There was no indication of a user related issue. The anatomy was reported to be moderately tortuous. There was patient involvement (i.e. The device was in use on the patient at the time of the event). Product analysis found the sdw was returned inside the introducer sheath, but the stent was not attached as the stent was returned having been prematurely deployed inside the microcatheter. The sdw was removed from the introducer sheath and dried blood was present towards the proximal end with traces present around the resheath pad and proximal marker bands. The sdw was kinked/bent approximately 4 cm from the distal end which indicates it encountered a force during use. While the stent fully opened when it was removed from the microcatheter, the stent braid wires were slightly bent/kinked along its length, and the braid wires were pulled and frayed at both ends. There was no anomaly noted with the introducer sheath. It should be noted while continuous flush was set up and maintained throughout the procedure, the blood on the sdw and inside the microcatheter would indicate it may not have been sufficient to prevent retrograde blood flow into the microcatheter, and this may have contributed to the reported event. An assignable cause of procedural factors will be assigned to the reported ¿stent failed/unable to open (when not implanted), ¿stent deployed prematurely during use¿ and¿ ¿stent difficult/unable to pull stent back into sheath¿ and as analyzed ¿stent deployed prematurely during use¿, 'sdw kinked/bent' and ¿stent deformed¿ as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Event description:
It was reported that during procedure when the physician was deploying the subject stent, mid segment was not opening. While forward pushing of the subject flow diverter stent, it was dislodged from the bumpers & was unable to recapture and the subject device got stuck inside the microcatheter. As per physician the subject stent got stuck inside the microcatheter while deploying. The procedure was completed successfully by replacing the subject device. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
F10 / h6 clinical signs code grid - health effect - clinical code - corrected from h11 in supp 2, was not updated. F10 / h6 health impact code grid - health effect - impact code - corrected from h11 in supp 2, was not updated. H6 investigation conclusions - conclusion code grid - updated in supp 2. H6 type of investigation - method code grid ¿ updated in supp 2. H6 investigation findings - results code grid ¿ updated in supp 2.

Event description:
It was reported that during procedure when the physician was deploying the subject stent, mid segment was not opening. While forward pushing of the subject flow diverter stent, it was dislodged from the bumpers & was unable to recapture and the subject device got stuck inside the microcatheter. As per physician the subject stent got stuck inside the microcatheter while deploying. The procedure was completed successfully by replacing the subject device. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, visual testing as well as functional testing cannot be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Additional information provided by the customer did not indicate issues noted during unpacking or set up of the device, and the device was prepared as per dfu instructions. There was no indication of a user related issue. The anatomy was reported to be moderately tortuous. There was patient involvement (i.e. The device was in use on the patient at the time of the event). While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause, a cause of undeterminable was assigned to the reported issue ¿stent failed/unable to open (when not implanted)¿, ¿stent difficult/unable to pull stent back into sheath¿ and ¿stent deployed prematurely during use¿.

Event description:
It was reported that during procedure when the physician was deploying the subject stent, mid segment was not opening. While forward pushing of the subject flow diverter stent, it was dislodged from the bumpers and was unable to recapture and the subject device got stuck inside the microcatheter. As per physician the subject stent got stuck inside the microcatheter while deploying. The procedure was completed successfully by replacing the subject device. No clinical consequences were reported to the patient due to this event.